Event description:
A complaint was reported regarding infection at the implant site. The patient's incision site came open after suffering a fall. The surgeon explanted precision system and treated the patient with antibiotics. The patient is doing well.

Manufacturer narrative:
The explanted device will not be evaluated as it was discarded by medical facility. A review of the sterilization records for the explanted device found them to be satisfactory. This is the final report.